Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on unknown procedure date. According to the complainant, post procedure, the patient returned to the physician's office complaining that she unable to void and having pain in her bladder. The patient had her bladder drained by catheterization and a week later the patient returned for follow up and was reported to be okay. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.